Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue and there was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that while implanting a xience v 3.0 x 23, a dissection occurred and was treated with another xience v. No additional event or patient information is available.